Manufacturer narrative:
(B)(6). A visual examination of the spyscope ds device found that the working channel sleeve extended when received. The tip did not articulate when turning the small knob in the clockwise direction. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of unable to articulate tip. In addition, the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion could have been generated by some operational aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the distal tip did not articulate when the physician turned the small knob of the spyscope ds. Reportedly, there was no other visible damage noted on the spyscope ds. The procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.